Event description:
Uf/importer report (B)(4) received stating: "wire would not load, new device utilized without problems. No harm to patient. Sheath size 5fr. Rcf (radial-cephalic arteriovenous fistula) vein. No angiogram or ultrasound used for access. No documented hx (history) of pvd (peripheral vascular disease). No calcium present. No documented hx of prior arteriotomies. No anticoagulation medication. Another proglide used for hemostasis. No adverse event to patient. What was the original intended procedure: electrophysiology study." Follow up with the account confirmed that this was a venotomy closure of the right common femoral vein following an electrophysiology study using a 5fr sheath.

Manufacturer narrative:
Attached uf/importer report (B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The difficult to insert (wire) was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty to insert the wire could not be determined. The subsequent procedure is related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.